Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient were in rewarming phase on the arctic sun device but the water temperature was 4-5c. The patient temperature was 35.1c, rewarm from reading was 34.2c, rate 0.1c/hr, target temperature was 37.0c, trend was in center, and flow rate was 2.2 l/m. Ms&s advised to leave as it is and call back if temperature wasn¿t moving in the right direction.

Manufacturer narrative:
Per additional information received, it has been determined that this MDR event is not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the patient were in rewarming phase on the arctic sun device but the water temperature was 4-5c. The patient temperature was 35.1c, rewarm from reading was 34.2c, rate 0.1c/hr, target temperature was 37.0c, trend was in center, and flow rate was 2.2 l/m. Ms&s advised to leave as is and call back if temperature still wasn¿t moving in the right direction. Per follow up 1 on 07jan2021 nurse, stated that issue was patient related and they were able to maintain temperature and continue therapy with no other problems.